Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor gel implants. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year old caucasian female underwent primary breast augmentation with unknown mentor gel implants. On (B)(6) left sided rupture (1645337-2018-02256), and right sided baker¿s grade IV capsular contracture (1645337-2018-02257), was diagnosed through magnetic resonance imaging. As a result, bilateral prosthesis replacement with mentor gel implants is planned for (B)(6) 2018.